Event description:
Customer reported with an issue of angle reduced, nozzle clogged and switches not responding. The issue found during device reprocessing. Device was replaced with another device and the intended diagnostic gastroscopy procedure was completed with no harm reported. No patient harm, no user injury reported due to the reported issue. Device evaluation found foreign object on the air/water channel, nozzle was clogged . This report is being submitted for the presence of foreign material in the nozzle as observed during device evaluation (insufficient reprocessing, handling problem).

Manufacturer narrative:
The subject device was received and evaluated. During the inspection at olympus repair center (rc), it was found that air/water (aw)-tube had foreign objects, causing no water supply from nozzle when button was pressed. In addition, angulation check found out of specification (angle insufficient), the switch noted with pinhole. The customer reported issue of "angle reduced, nozzle clogged and switches not responding" was confirmed, reproduced. Furthermore, the following defects were identified during device inspection: plug unit had corrosion (contact pins were rusty) resulting in no image. Repair history of this product noted the concerned product has not been repaired in the past year. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged but as the material did not come out of the nozzle, it could not be identified. Additionally, the cause for the clog could not be specified. The following information was provided regarding the user's reprocessing methods; the air/water flow function was inspected prior to use, the scope was checked for abnormalities prior to use (there was no clog during the procedure), the mh-946 was used for manual cleaning and there were no scratches at the mouthpiece, they did not use a non-olympus automated endoscope reprocessor (aer), and it was unknown when the air/water nozzle was last replaced. Olympus will continue to monitor field performance for this device.